Event description:
It was reported that prior to the implant of this 26mm evolutfx+ valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Upon deployment, under-expansion of the valve frame was observed. The valve was recaptured and re-deployed, but the issue persisted. After a second recapture, the decision was made to remove the valve. A second valve was loaded. A second bav was performed using a 20 mm balloon. The new valve opened much better compared to the first. A post-implant bav was performed. No patient complications have been reported as a result of this event. Additional information was received which clarified that the second valve fully expanded upon deployment and the subsequent post-implant dilation was performed because of mild paravalvular leak.

Manufacturer narrative:
Additional information: b5 (second paragraph); d4 (expiration date, serial #, UDI #); and h6. The additional information received shows that event involving the device in this report (second valve, sn (B)(6)) does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012773228); product type: 0195-heart valves; implant date ; explant date product ID evfxplus-26 (k127627); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this 26mm evolutfx+ valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Upon deployment, under-expansion of the valve frame was observed. The valve was recaptured and re-deployed, but the issue persisted. After a second recapture, the decision was made to remove the valve. A second valve was loaded. A second bav was performed using a 20 mm balloon. The new valve opened much better compared to the first. A post-implant bav was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: six media images and one still image for the event description were provided. There was no executive summary or computed tomography (CT) provided for anatomical considerations. A fluoroscopy valve load inspection was provided and is a good load. It was reported that prior to the implant of this 26mm evolutfx+ valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Upon deployment, under-expansion of the valve frame was observed. The valve was recaptured and re-deployed, but the issue persisted. After a second recapture, the decision was made to remove the valve. A second valve was loaded but there is no evidence of the second valve inspection. It was reported that a second bav was performed using a 20 mm balloon. A second valve was deployed and evidence shows the valve is better expanded in the anatomy. A post-implant bav was performed. No patient complications have been reported as a result of this event. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.